Manufacturer narrative:
The device was not returned. The technical support engineer provided the customer with part numbers for the alcohol tank/cap and transferred to customer care for further support. The investigation is ongoing and follow up in progress to obtain serial number and other missing information regarding the complaint. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the alcohol tube of the endoscope reprocessor kept disconnecting from the cap of the container. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the disconnection issue could not be determined. Olympus will continue to monitor field performance for this device.